Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although, it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the patient had an infection. Hip revision of revision. Cone, stem and head were removed and antibiotic spacer was implanted.